Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the locking mechanism was not functioning was confirmed. A visual and functional assessment was performed on the device which found that it runs in the safety position (device is power broken), also observed that the rpm¿s were below manufacturing specifications. During repair it was observed that the lock cylinder and the pawls release were both damaged causing the device to run in the safety position, also observed that the vanes were worn out causing the device to run at a low rpm¿s. The low rpm¿s is due to worn out vanes due to normal wear over time. The cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position this is user error. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the locking mechanism on the motor device was not functioning. During in-house engineering evaluation, it was determined that the device ran in the safety position (device was power broken), rotations per minute were below specification, the lock cylinder and pawls release were both damaged and the vanes were worn out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.